Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with unspecified juvéderm® the syringe exploded in the patient's face. There was patient contact, however no injury was reported. It is not known if the package needle was used.